Event description:
A customer reported during phacoemulsification, a surgeon observed a crystal like fragment in a pt's eye, which was removed manually through an enlarged incision. Sutures required. The surgeon suspects the fragment came out from the handpiece.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.(B)(4).